Event description:
It was reported that the patient presented the hospital for an unrelated issue. An interrogation of the implantable cardioverter defibrillator revealed ventricular under-sensing of a ventricular fibrillation episode. Programming interventions were made and no further undersensing was noted. The patient had existing left ventricular assist device therefore no complications were noted.